Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during priming. Customer's blood glucose was 27 mmol/l. Customer treated with the insulin pump. Customer was unsure of the dosage taken. Customer stated that the drive support cap appears normal. Customer had 3 motor error alarms on the insulin pump. Customer stated that they are able to rewind the pump. Customer stated that the alarm has not occurred more than once in the last 30 days. Customer stated that the alarm occurred during the prime process. Customer stated that the pump passed the displacement and self test. Customer was advised that the alarm may have been related to a connection issue. Customer was advised to monitor the pump.